Event description:
The customer reported false non-reactive alinity I total b-hcg and provided the following data. Customer reference range: < 5 iu/l is negative. On (B)(6) 2024, sid (B)(6) initial result was = < 2.4 iu/l. Patient was redrawn by doctor (sid (B)(6) and sample was tested on another alinity analyzer (sn: (B)(6), which generated a result of 92,273 iu/l. Customer also repeated original sample (sid (B)(6) on (B)(6)2024, which generated a result of >15000 iu/l (customer ran on both (B)(6). Customer also repeated the second sample (sid (B)(6) on (B)(6) 2024, which generated a result of >15000 iu/l (customer ran on both (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
The alinity I processing module, serial 3(B)(6) was evaluated. It was determined sample pipettor required replacement and calibration and the r1 and r2 pipettor required calibration. The module function was verified with a control/precision run. The instrument service history review revealed no additional issues associated with discrepant results related to the customer complaint. A review of tracking and trending did not identify a trend for the alinity system with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Manufacturer narrative:
A1 patient identifier: sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false non-reactive alinity I total b-hcg and provided the following data. Customer reference range: < 5 iu/l is negative. On (B)(6) 2024, sid (B)(6) initial result was = < 2.4 iu/l. Patient was redrawn by doctor (sid (B)(6) and sample was tested on another alinity analyzer (sn: (B)(6), which generated a result of 92,273 iu/l. Customer also repeated original sample (sid (B)(6) on (B)(6) 2024, which generated a result of >15000 iu/l (customer ran on both (B)(6). Customer also repeated the second sample (sid (B)(6) on (B)(6) 2024, which generated a result of >15000 iu/l (customer ran on both (B)(6) . There was no reported impact to patient management.